Event description:
Boston scientific received information that this device declared a red alert to be due to high shock impedance. The model and serial number of the right ventricular (rv) lead is unknown at this time. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.